Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was an issue with the oer-elite connecting tube. The connecting tubes were not staying connected. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in july 2012 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to an olympus service center for evaluation. The reported issue was not confirmed. Inspection and testing found all lock levers and clips were intact and functional. The pin inside the orange connector was also present. The tubing had no moisture stain on the surface and no residue inside the connector. The scope side connector was also functional. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.